Manufacturer narrative:
Product evaluation: a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant sleeve was observed fully pullback against the shuttle handle as received. The sealant, advancer tube and procedural sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device. It was noted that there was dried contrast in saline residue in the inflation tube of the returned device. Leak testing could not be completed due to device¿s inflation lumen clogged by dried contrast in saline solution. Multiple attempts to clean the device lumen and to inflate the balloon with water were exhausted. Therefore, the balloon diameter could not be verified. Visual inspection at high magnification showed that the inflation lumen of the returned device was clogged by crystalized contrast in saline solution. The balloon of the returned device could not be inflated, and the balloon diameter could not be verified due to device¿s lumen clogged by dried contrast in saline solution. Based on the provided information, the condition of the returned device and the investigation performed, the failure reported as that ¿the 5f mynxgrip vascular closure device (vcd) balloon got out from the sheath (skin) unintentionally during procedure.¿ could not be confirmed, and the cause of the reported incident could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. It is unknown if the device will be returned for testing and evaluation.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) balloon got out from the sheath (skin) unintentionally during procedure. There was no reported patient injury. The product will be returned for analysis. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The vessel type was arterial. The balloon did not become stuck inside the advancer tube. The device pulled through the tissue tract when the balloon was inflated. The device did not separate inside the patient. The balloon was fully deflated. The balloon was prepped with 50/50 contrast. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.

Manufacturer narrative:
Complaint conclusion: a 5f mynxgrip vascular closure device (vcd) balloon got out from the sheath (skin) unintentionally during procedure. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The vessel type was arterial. The balloon did not become stuck inside the advancer tube. The device pulled through the tissue tract when the balloon was inflated. The device did not separate inside the patient. The balloon was fully deflated. The balloon was prepped with 50/50 contrast. Hemostasis was achieved using manual compression for less than 30 minutes. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant sleeve was observed fully pulled back against the shuttle handle. The sealant, advancer tube and procedural sheath were not returned with the device. The condition of the returned device indicates a complete removal of the device. It was noted that there was dried contrast and saline residue in the inflation tube of the returned device. Per functional analysis, leak testing could not be completed due to device¿s inflation lumen being clogged by dried contrast and saline solution. Multiple attempts to clean the device lumen and to inflate the balloon with water were exhausted. Therefore, the balloon diameter could not be verified. Per microscopic analysis, the inflation lumen of the returned device was clogged by crystalized contrast in saline solution. A product history record (phr) review of lot f1907501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed by analysis of the returned device. Functional analysis could not be performed due to the condition in which the product was received. The exact cause of the reported event could not be conclusively determined. Handling factors, such excessive tension applied during pullback, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract¿. It should be noted that if excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.